Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator was found in backup mode due to event queue overflow. Programming changes were performed. There were no patient consequences.